Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used transcutaneous vertebroplasty therapy for the primary osteoporosis. Type of fracture compression, intraspinal cleft. Levels implanted were l1. It was reported that following the procedure manual, after placing balloons on both sides, the left side had a high pressure, but careful inflation allowed for approximately 3cc of expansion without issues. On the right side, the pressure increased after about 2cc of filling. As it was slowly rotated, the pressure suddenly dropped from around 300 to a zero reading. The fluoroscopy video, though obscured by the contrast agent on the left, confirmed that the right balloon had burst, releasing contrast agent. Both balloons were immediately removed, and the area within the vertebra was thoroughly irrigated multiple times until the contrast agent was no longer visible. Subsequently, based on the doctor's decision, cement was filled, and the procedure concluded successfully, apart from the balloon rupture. There were no patient symptoms reported. There were no further complications reported regarding the event.